Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the user installed and used the oer on uneven floor at the user facility. It is likely the malfunction occurred because the equipment wobbled due to vibration during reprocessing process, which led to detection of disinfectant tank fluid level sensor mistakenly. The user can prevent the suggested event by handling the equipment in accordance with the following instructions for use: "chapter 4 installation of equipment 4.1 installation conditions to ensure safe use of this equipment, be sure to observe the following conditions. Installation location conditions ·the floor should be level with a tilt of less than 1°." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The field service engineer verified and serviced the equipment at the facility according to the specifications. It was found that the e76 error was caused by uneven flooring. There was abnormality in the fluid level sensor in the disinfectant tank as the floor was too warped to accommodate castor¿s positioning. When loading disinfectant solution, this causes e76 error as the device wobbles due to the uneven floor. The staff was instructed on proper loading techniques and suggested facility to solve the flooring issue. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoscope reprocessor displayed e76 (irregularity in the fluid level sensor in the disinfectant tank) error. There was no patient involvement.